Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to high blood glucose levels over 750 mg/dl. Found that the customer had been wearing the infusion set for longer than three days. Advised the customer to only wear the sets for two to three days. Nothing further was reported.